Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -3.00/+6.0/015 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had excessive vaulting and there was reduction of best corrected visual acuity. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: (B)(4).. Claim# (B)(4).